Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The concomitant medical products included prescription medications of CPAP, furosemide, clopidogrel, levothyroxine, isosorbide, fluticasone, ondansetron, protonix, metoprolol, astelin, amitriptyline, mirapex, aspirin, simvastatin, phenergam, and reglan. It was noted regland and amitriptyline were prescribed during hospital stays for treatment/prevention of episodes. The over the counter medications included vitamin b2 and miralax. It was reported the patient was taken by ambulance to the emergency room on (B)(6) 2017, but it was only one of a total of 11 times. The patient was hospitalized on 10 of those occasions since her pump was surgically implanted in 2015. The patient had her first refill in mid-"(B)(6)" and had a severe episode soon after that. They had suspected the cause of those episodes to be the intrathecal pain pump and they had repeatedly asked about (in appointments with the pain doctor and with emergency room and hospital doctors) whether a problem with the pain pump could be the reason for those episodes. The consumer noted the hospital doctors were usually not very knowledgeable about the devices, so they advised them to follow-up with the pain doctor. At those visits, the doctor denied that the pump could be causing the patient symptoms. At her last hospitalization, the doctors strongly recommended looking at the pain pump as the cause of the episodes. A catheter dye study was ordered by the hospital, and it was discovered that the catheter connector was broken. The broken part was recently repaired in surgery and the medicine amount was cut in half. The patient had not had a pain pump refill since that date, but was due for one in early "(B)(6)." The patient's symptoms had been repeated, severe, and at times life-threatening. The symptoms included severe, intractable vomiting, diarrhea, extremely high blood pressure, all-over pain, and incoherence for several days. The severe vomiting caused stress to her heart at times, and one time caused a heart attack. That problem had sent her to the emergency room 11 times since the pump was put in early "(B)(6)" 2015. The emergency room staff, on 3 occasions, had said her symptoms were like withdrawal/overdose patients they saw. The only opioid she received was morphine through the pump. They had consistently followed-up with the pain doctor after those emergency room visits and hospitalizations, but until their insistence that last time, the catheter dye test to check the delivery of the medicine was not done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.